Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter clogging the air/water nozzle appeared to an organic material but otherwise could not be identified. Additionally, the foreign material observed on the charged-coupled device cover lens appeared to be some kind of translucent, chemical deposit but otherwise could not be identified. A definitive root cause of the issues could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issues were likely the result of user handling/mishandling, improper cleaning and or insufficient device reprocessing. The event can be detected by following the instructions for use sections below: operation manual: 3.8 inspection of the endoscopic system. Operation manual: 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera iii colonovideoscope had no insufflation. There were no reports harm associated with the event. Inspection and testing of the returned device found that the nozzle of the insufflation channel was clogged with organic residue and the charge coupled device (ccd) cover was dirty. The organic residue seemed to be debris from the patient body and could not be removed. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation the ccd lens was discolored, the connecting tube was buckled, the forceps passage failed and there were air/water flow issues. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.